Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 11-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving dilaudid 1.5 mg/day/ 30mg/ml prialt 0.100 mcg/day/2.0 mcg/ml baclofen 11.00 mg/day/220.0 mg/ml via an implanted pump. A loss of therapy was reported after a new pump and catheter replacement on (B)(6) 2024. There were no known environmental/external/patient factors that may have led or contributed to the issue. Action/intervention: the physician opened the back and cut catheter to check for flow from either section of catheter. There was no flow from spine side. They accessed catheter access port (cap) and was able to push pf saline through and confirm that portion of the catheter was patent. They implanted a new spine section into intrathecal space and connected to existing section running to the pocket. Outcome: the issue was resolved. The patient weight and medical history were asked but unavailable due to legal confidential reason. The patient status was alive and no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause for the inability to aspirate the catheter was not determined.